Manufacturer narrative:
Other applicable components are: product ID: 8780, lot# unknown, product type: catheter. Product ID 8780, lot# unknown, product type catheter. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received bupivacaine (6.0mg/ml, 8.9854mg/day), clonidine (60.0mcg/ml, 89.85mcg/day), and hydromorphone (6.0mg/ml, 8.9854mg/day) in an implantable pump for an unknown indication for use. The patient medical history included cancer. The patient passed away on (B)(6) 2017; cause of death was cancer. The concomitant medications were unable to be obtained. Volume discrepancies occurred at the last three refills. There was reportedly considerable difference between the expected reservoir volume (erv) and actual reservoir volume (arv). On (B)(6) 2017, the arv was 17ml and the erv was 8.8ml. On (B)(6) 2017, the arv was 34ml and the erv was 25.8ml (confirmed via provided session data report from (B)(6) 2017). Lastly on (B)(6) 2017 (post mortem), the arv was 26ml and the erv was 10.8ml. No patient symptoms were reported. The pump was explanted on (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue; reported as normal use of pump and normal refills. No diagnostics/troubleshooting was performed. No further actions/interventions were taken. The issue was considered resolved as of (B)(6) 2017. The pump would be returned. No complications were reported/anticipated to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient death was not thought to be related to the medtronic device or therapy. The previously reported volume discrepancies from 2017 (B)(6) and 2017 (B)(6) were now reported as underinfusions. It was stated the patient was already in the hospital to treat her cancer in palliative care. The patient did not experience any symptoms related to the death. The patient passed away at the hospital of (B)(6). No autopsy or toxicology report was available. The lot number of the patient's catheter was provided. The catheter would not be returned. It was unknown if there was a suspected catheter issue. The cause of the volume discrepancies was not determined. It was unknown what symptoms the patient experienced related to the volume discrepancies.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4), found a deformed pump tube. If information is provided in the future, a supplemental report will be issued.